Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging that unit had device will not turn on at all. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer observed small cracks in the ui display bezel around the therapy button. An unknown dust contaminant was observed on the ui display bezel, top enclosure, center enclosure, and iso port. The interior of the ui display was observed to have what appeared to be burn marks on it. The q4 component on the pca was observed to have had a thermal event, along with areas of corrosion to the pca, likely due to liquid ingress to the pca. An unknown dust contaminant was observed on the inlet/outlet seal, inside the inlet of the blower box, and on the bottom enclosure. The blower was observed to have not been seated completely inside the blower box, and the blower seal was not placed correctly on the blower. The manufacturer found five error codes. Manufacturer able to confirm the complaint of the device not powering on. The device was scrapped.